Event description:
It was reported that pump malfunction occurred with speaker error indicated by malfunction code that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.